Event description:
It was reported that during the preliminary inspection of the product by the distributor, it was noticed that the unit cannot be charged and the battery switches off. This unit has not been sent to any customer. No patient was involved. There was no patient injury or medical intervention required.

Manufacturer narrative:
Investigation completed 5/30/17. Method: device history review: trend analysis. The DHR was reviewed and no anomalies that could be associated with the complaint incident were observed. Date of manufacture: 2016 - nov. A review of the customer complaints was completed using the following key words ¿monitor cannot be charged¿ and ¿battery¿ in the search criteria. The review encompassed dates 10-jun-16 to 10-may -17. There are 3 complaints which contained the search criteria. Additionally, the review verified that this complaint is the single complaint occurrence for the serial number under investigation for this complaint. Rate of occurrence: during the time period ¿jun 16 to may 17¿, the global product usage for cam02 monitors was calculated as (B)(4) usages, using the total quantity of cam02 monitor catheter sales sold to calculate the quantity of usages. 1 catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints in the complaint review (3) can therefore be calculated as (B)(4) (occasional) of procedures. Conclusion: product was not returned for evaluation after several documented attempts. Therefore, we are unable to determine root cause at this time.